Event description:
It was reported that after a da vinci assisted procedure, the patient developed a venous thrombosis. The surgeon mentioned that while this was a surgical complication, it was not necessarily a robotic complication. Intuitive surgical, inc. (Isi) has made multiple unsuccessful follow up attempts to obtain additional information.

Manufacturer narrative:
Based on the current information provided, the cause of venous thrombosis is unknown. While the surgeon confirms the post-operative complication is surgically related, no intuitive surgical, inc. (Isi) product has been implicated or returned for failure analysis (fa). Advanced logs cannot be performed due to conflicting procedural information.